Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a 95% stenosed, narrow, and heavily calcified restenosed lesion in the mid internal carotid artery. A 5.0x15mm trek rx balloon dilatation catheter (bdc) was prepared per the instructions for use. The bdc was being used for pre-dilatation; however, resistance advancing the bdc with the anatomy was felt. The balloon ruptured at 16 atmospheres during the first inflation. The procedure was successfully completed with the deployment of an unspecified xact stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however, the reported physical resistance could not be replicated in a testing environment as they are based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted the coronary dilatation catheters trek rx information for use (IFU) states: the trek rx coronary dilatation catheters are indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. In this case, it is unknown if the reported IFU violation caused or contributed to the reported complaints. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.